Event description:
It was reported that shaft break occurred. The 99% stenosed, 12mmx4mm, focal target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilation. After it crossed the lesion, the device was taken out of the body and a 6f guide extension catheter was added. Upon reinsertion of the device, the delivery catheter was fractured approximately 8 to 10cm from distal tip when traversing up wire. The device was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 99% stenosed, 12mmx4mm, focal target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilation. After it crossed the lesion, the device was taken out of the body and a 6f guide extension catheter was added. Upon reinsertion of the device, the delivery catheter was fractured approximately 8 to 10cm from distal tip when traversing up wire. The device was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 32.7cm distal from the strain relief. There was a complete separation at 5mm distal of the proximal end of the balloon. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The inner and outer shaft was stretched down in several areas. The inner shaft was buckled for 5mm starting 3mm distal of the separation. Inspection of the remainder of the device presented no other damage or irregularities.